Event description:
It was reported that the user experienced repeated occlusion alerts with a reported blood glucose of 250 mg/dl on the ilet that resolved only after changing supplies, despite correct technique with contact detach infusion sets and standard ilet supply change steps, and the alert was not present after guided troubleshooting. No adverse clinical symptoms with interruption of insulin delivery associated with occlusion alerts reported. Outcomes included the need for supply changes and user troubleshooting, without hospitalization. Customer care provided support that included phone-based troubleshooting and education with a walkthrough of the supply change process. Investigation of this case revealed no device malfunction observed during the call, and the issue was consistent with an infusion set or flow-path occlusion that cleared after supply change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with use-related or infusion set¿related occlusion without evidence of device malfunction.

Manufacturer narrative:
Initial.